Event description:
Customer complaint: limited data available. Customer review complaint: "readings are highly inaccurate. Tested my blood sugar 10 times with in 15 minutes. Readings were from 181 to 1116. Very unreliable."

Event description:
Customer complaint - limited data available . Customer complained that their readings were highly inaccurate and device was very unreliable.